Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the issue was unknown. An impedance check was performed, the programming was adjusted, and the electrode in use was changed; the issue was resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when attempting to increase the intensity of stimulation using the controller, it can be lowered without increasing it. The environmental, external, and patient factors that may have caused the event were completely unknown. The device was operated when an attempt was made to increase the intensity of stimulation, but it would not increase and could be lowered. No interventions in particular were taken to resolve the issue. The issue was not resolved at the time of report. No health damage was reported. Additional information was received. It was reported that the device was manipulated in an attempt to increase the intensity of stimulation, but the intensity of stimulation could not be increased, it could be decreased. The manufacturer representative (rep) noted that it was probably a setting issue. The rep will check on the cause of the issue from now on. In the future, impedance measurements will be confirmed. The issue has not been resolved. Additional information was received. When asked what further actions were taken, or are planned, to resolve the stimulation adjustment issue and whether the issue resolved, the rep responded that "performed on february 14 and confirmed impedance abnormality". The electrodes used were changed and treatment continued temporarily, but if the number of electrodes with abnormal impedance increases and treatment becomes difficult, replacement of the lead or repositioning surgery will be considered. Additional information was received. It was reported that the "impedance abnormality" was high impedance. Effective therapy was not established. On february 14th, the following were performed: an impedance check, programming adjustment, and electrode change in use.

Manufacturer narrative:
G2. Foreign: japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.